Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the rota burr got stuck with the rota wire. The 75% stenosed target lesion was located in the proximal left anterior descending artery. A 1.75mm rotapro and rota wire were selected for use. During the procedure, the rota burr got stuck with the rota wire. The rota burr was removed together with the rota wire. The procedure was completed using another of the same device. There were no patient complications.